Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h4. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 126 months after a total replacement procedure, the patient underwent a revision procedure to address prosthesis wear. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices 2516003 02-012-35-4009 - logic tibia ps mod insrt sz 4 9mm. 2592603 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t. 2558423 200-02-35 - three peg patella 35mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.